Event description:
The explanted generator will not be returned from the facility as they do not return explanted product to the manufacturer.

Manufacturer narrative:
.

Event description:
Clinic notes were received, and the physician stated that the vns magnet stimulation was failing. The patient had been using the magnet three times or more per day up until (B)(6) 2016, but it had not registered that many times in the final two days. The device was at ifi = yes, and the patient was referred for replacement surgery due to the device approaching end of service. The physician directed the patient to discontinue magnet use until the generator was replaced. The patient had generator replacement surgery on (B)(6) 2016. The explanted product has not been received to date. No further relevant information has been received to date.